Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger tube moved freely and there was something loose inside the pump. A review of the event history log identified check syringe plunger sensor in history. During functional testing the check syringe plunger sensor was duplicated during power up. Unable to move plunger assembly in or out of pump by pressing plunger lever. The dowel pin came loose from plunger head mount which is causing the misalignment off all the components inside of plunger assembly. The root cause of this issue was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced dowel pin and plunger head mount. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump's plunger settings were not working. No patient injury was reported.